Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch lancing device holder was damaged. The medical surveillance specialist (mss) was unable to contact the patient by phone for additional information, so the following complaint was classified based on documentation from lifescan customer service, customer care advocate (cca). The patient reported that the issue began approximately during the 2nd week of (B)(6) 2011, in the evening. The patient reported she manages her diabetes with oral medication, diet and exercise. The patient was unable or unwilling to state if any changes were made to diabetes treatment due to the product issue. The patient reported that she developed 'vomiting and weakness' while using the lancing device for testing. The patient advised that during the 2nd week of (B)(6) 2011, in the morning, she received ems treatment of IV fluids after a laboratory result was obtained. During troubleshooting, the customer care advocate (cca) confirmed the patient was using the proper testing technique for the onetouch lancing device. Additional troubleshooting was performed during the call for an inaccurate result obtained at the same time. The cca noted that the patient refused to provide documentation information. Replacement products were sent to the patient. While it is unclear if the patient continued to test after the product issue, and it is unclear if the alleged treatment was before or after the start of the product issue, this complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury and received treatment by an hcp for this issue after the alleged meter issue began.